Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, extrusion, infections, recurrence, bleeding and emotional distress. It was also reported that the plaintiff experienced erosion, soft tissue chronic inflammation, vaginal discharge and abnormal vaginal bleeding. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR report #: 2183959-2014-24289.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the cause of death reported was mixed drug intoxication.